Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer (con) regarding a patient who was implanted with a neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. The patient reported that her second implant "broke". The patient explained when asked for clarification that the implant "didn't work anymore". The patient stated that the healthcare provider (hcp) took the ins out (which was implanted on her right side), and put the current ins in on her left side. The patient states that this occurred 2 years ago. No further complications were anticipated/reported.

Manufacturer narrative:
Product ID 3889-28, lot# v137025, implanted: (B)(6) 2008, explanted: (B)(6) 2019, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the patient stated that their interstim did not operate. The battery inside them was not working. They had pain on the right side. The lead was not also working on the right side. The patient clarified that it was the generator that was not working. The patient stated that the cause was not determined but later indicated that interstim was dead. Had to be operated on to change the battery". The device was in the ho spital with the pathology.